Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was in the 400's mg/dl range. The customer changed their infusion set and delivered a correction bolus to address the bg level.